Event description:
The customer reported that the ay input unit for the bedside monitor (bsm) is malfunctioning and that the nibp cuff is not releasing pressure once it pumps up.

Manufacturer narrative:
Details of the complaint on (B)(6) 2020, customer at southeast health reported ay-653p will not take pressure with serial# (B)(6). Service requested: assistance in troubleshooting service performed: customer informed that the issue occurred during patients use, the unit would not release pressure once it pumps up. No harm to the patients was reported at the time of incident. Nkts requested customer to send the unit in for repair at repair center. Investigation conclusion: root cause of the issue was identified to be hardware failure due to following defective parts: pump and vibration damping sponge. The warranty of unit expired on 07/30/2014. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: medium conclusion: since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available. Additional model information: d11 & c2: the following ay input unit was used in conjunction with the bsm, and is the device that experienced failure: ay input unit - model: ay-653p s/n: (B)(6). Approximate age of the device: 131 months device manufacturer date: 02/05/2009 unique identifier (UDI) #: (B)(6).

Manufacturer narrative:
The customer reported that the ay input unit for the bedside monitor (bsm) is malfunctioning and that the nibp cuff is not releasing pressure once it pumps up. The customer also reported that the unit is not providing any readings. They tried using different hoses, but the issue still persists. The customer will send the unit in for a repair. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Additional model information: the following ay input unit was used in conjunction with the bsm, and is the device that experienced failure: ay input unit - model: ay-653p. S/n: (B)(4). Approximate age of the device: 131 months. Device manufacturer date: 02/05/2009. Unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that the ay input unit for the bedside monitor (bsm) is malfunctioning and that the nibp cuff is not releasing pressure once it pumps up.